Event description:
Surgical intervention was undertaken on (B)(6) 2018 during which the existing scs ipg was repositioned. Follow up identified the patient was doing well postoperatively.

Event description:
It was reported the patient experienced migration of the scs ipg. In turn, surgical intervention may be taken to address the issue.